Event description:
The clinician reports the implant was inserted on (B)(6) 2023. On (B)(6) 2024, loosening of implant not related to bone ingrowth was verified. According to the information, the patient has cancer. Observed during the event: mobility. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.

Manufacturer narrative:
Lot number was not provided, therefore the device history records could not be reviewed. Should the lot number provided, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Additional follow-up is being performed in an attempt to obtain all missing information.

Manufacturer narrative:
UDI related data quality updates only.